Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Customer experienced nausea, vomiting, abdominal pain and difficulty breathing because of high blood glucose levels. Customer treated their high blood glucose via manual injection. Customer was advised to treat their high blood glucose per healthcare provider's instructions.